Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was being used in a procedure on an unknown date, and ¿intraoperatively, the patient developed subcutaneous emphysema.¿. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 96 devices, for this device family and failure mode. During this same time frame 1,258,192 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may led to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was being used in a procedure on an unknown date, and ¿intraoperatively, the patient developed subcutaneous emphysema.¿. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.